Manufacturer narrative:
Investigation conclusion: the customer¿s reported complaint of a syringe module shutting off during use was not confirmed during a review of the logs or during testing. Based on the logs, there was no evidence of an infusion occurring on the date of the reported event. The last infusion recorded for the source syringe module was noted on 10sep2020. No issues related to the reported incident were identified. Device inspection: an external and internal inspection of the source device was performed during the investigation. The top front center area of the handle was cracked. The rear case showed chipped on the front right corner. The male iui connector was observed with damage on isolation rib between pins 8 and 9. Both iui connector contact pins were identified with unknown film contaminants. No other issues or anomalies were noted with the returned device. Root cause analysis: the root cause of the customer¿s experience with the source device shutting down was not determined. A review of the event log did not identify a shutdown. Test results demonstrated the syringe module is operating as intended after being calibrated. Device history review: review of the syringe module (B)(6) service history record showed the device had a manufacture date of 05jun2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 01dec2020 and indicated that this device has been returned to service. On 03aug2015, the unit was returned for the split nut recall repair and repair was completed. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the device.

Event description:
It was reported that there was an issue with an infusion setup for an event with one 8015 and four 8110s in the picu. An 8110 shut off during use. No further information is available.

Manufacturer narrative:
Additional information added to: b3 date changed.

Event description:
It was reported that there was an issue with an infusion setup for an event with one 8015 and four 8110s in the picu. An 8110 shut off during use. No further information is available.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
It was reported that there was an issue with an infusion setup for an event with one 8015 and four 8110s. An 8110 shut off during use. No further information is available.